Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 55 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes. H3, remove h10 (the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.) H10 add (the failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.) H3, remove h10 (the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.) H10 add (the failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.